Event description:
It was reported that during a procedure to treat a de novo lesion in the distal right coronary artery with heavy tortuosity and moderate calcification, pre-dilatation was performed. A 3.0x12 mm rx xience xpedition stent delivery system (sds) was advanced but could not cross the lesion due to the patient anatomy and the proximal shaft separated outside of the patient anatomy due multiple unsuccessful attempts trying to cross the lesion. There was no interaction of devices. The 3.0x12 mm rx xience xpedition sds was withdrawn from the patient anatomy and a new same size rx xience xpedition was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.